Manufacturer narrative:
(B)(4). Additional 510k # k013227. Device has not yet been returned to manufacture.

Event description:
It was reported that abutment (ah20/4) had loosened from the implant.

Manufacturer narrative:
The returned device had noticeable signs of wear due to usage around the threads and the hex. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: zimmer dental: instructions for use for zimmer dental implant systems warning implant surgery and restoration involve complex dental procedures. Appropriate and adequate training in proper technique is strongly recommended prior to implant use. Improper technique can result in implant failure and/or loss of supportive bone. Precautions proper case planning is essential to the long-term success of both the prosthesis and the implant. Overload is one of the key contributors to implant failure, particularly in the molar region where occlusal loads are typically the highest. Ensure the implant size and abutment angulation are appropriate for the occlusal load. Highly angulated abutments should be avoided in the posterior region. Appropriate tightening of the screw is essential to prevent premature loosening. Replacement of abutments the prosthetic abutments are designed and tested to exceed normal functional loading requirements. In the event of excessive loading (e.g., traumatic occlusion, parafunctional habits, extensive cantilevers, etc.) Or misuse, the abutments are designed to break, protecting the implant body. Should this occur, the abutment screw will remain in the implant body. The reported loosening could not be verified, as the products were not returned and the exact condition and details of device usage are unknown and could not be replicated. Device evaluated by manufacturer: change "no" to "yes".